Manufacturer narrative:
The associated r3 mutliple hole acetabular shell, r3 20 deg acetabular liner and reflection spherical head screws were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed parts with the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Our clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Without the return of the actual product involved, our investigation of this report is inconclusive. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to a shifted cup. Report 1020279-2018-02677 was submitted for previous revision for the same patient.